Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the pull off occurred during use on the patient or upon handling before use on the patient? Has happened several times, has loosened from needle and the thread has broken as well. Was the needle it retrieved during the same surgical procedure? It happened during suturing of the conjunctiva. Was there any patient consequence or injury? No, we took a new suture. What medical/surgical intervention was provided? Squint/optical. What is the condition of the patient? Squinting. Lot number? Ap6572 & ap4451. Additional information has been requested: *please confirm how many devices from each lot (ap4451 and ap6572) experienced a quality issue, and which quality issue it was (suture pull off, suture breakage, etc). *please confirm if this quality issue has occurred during other procedures as well. Please provide: - date of the procedure - quality issue experienced -name of the procedure, -number of devices involved as well as the lot number and product code involved. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-02180 and 2210968-2022-02774.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2022 and suture was used. During the procedure, the thread loosens from the needle without them even pulling. This has happened before with the same suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports- 2210968-2022-02180, 2210968-2022-02774.